Event description:
It was reported that a cgm error occurred, identified as error 42 by the customer. There was no adverse impact to the customer¿s blood glucose level. The customer reset the pump, which resolved the issue.